Manufacturer narrative:
Remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a red alert was displayed for a tachy mode other than monitor plus therapy. This cardiac resynchronization therapy defibrillator (crt-d). There were no adverse patient effects reported. Subsequently, additional information was received that the physician forgot to reactivate the crt-d. The device was reprogrammed on (B)(6)-2012. There were no adverse patient effects reported.